Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, product type catheter. (B)(4).

Event description:
It was reported that the patient missed a refill. It was also stated that a low reservoir alarm occurred on (B)(6). The reporter could not confirm if the device was still functional or if the reservoir was empty at the time of report. The drug used in this system was unknown. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.